Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that following a new implant, the atrial lead was observed to have dislodged. The lead was repositioned the following day (B)(6) 2020 and remained implanted. The patient was stable.